Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3 and chiari network. A triclip was inserted and deployed on the tricuspid valve. A triclip xtw was inserted. However, while flexing the clip delivery system (cds), a crack sound was heard and the clip lost its flex. A decision was made to remove the clip. However, the clip became caught in the chiari network due to the uncontrolled losing of flex. Troubleshooting was performed, and the clip was able to become free. However, the clip was unable to be removed through the triclip steerable guide catheter (tsgc). Force was required to remove the clip into the sgc. Fluoroscopy was performed and a structure from the clip was visible still within the guide. Therefore, the tsgc and the clip were removed from the patient to ensure that there was no free material inside the patient. A new sgc was inserted and the procedure was continued. Two triclips were then inserted and deployed on the tricuspid valve, reducing tr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported difficult to remove cds from sgc could not be replicated in a testing environment. Additionally, the soft tip was observed to be deformed, the braided shaft was observed to be deformed, and the inner braided shaft was observed to have damage (peeling/delaminated). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the reported difficult to remove cds from sgc and observed peeling inner braided shaft due to procedural circumstances. The observed deformed soft tip was likely a cascading event of the reported difficult to remove cds from sgc. The observed deformed braided shaft was likely due to post-procedural handling. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: h6 medical device problem code: 2889 deformation due to compressive stress.